Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for less than a day. The patient was treated with unspecified antibiotic (intraperitoneal, dose, duration and frequency not reported) for peritonitis. At the time of this report, treatment was completed and the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.